Manufacturer narrative:
The customer did not return the defective device for evaluation but did provide the device logs for review. Technical support was unable to duplicate the customer's reported issues, but technical failures were observed in the log review. A field service engineer (fse) went on site to verify that there were no issues with the tubing. The device passed all testing. The o2 sensor will be replaced as a precaution to reduce the likelihood of recurrence.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited an o2 mismatch alarm inaccuracy while being used on a patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.